Manufacturer narrative:
The investigation for the reported console (aic) shutdown has been completed. The console has been returned for evaluation. The console was tested the reported failure mode could not be reproduced naturally upon running the pump for 16 hours. No problem was found with the flash cards. Upon force shutdown of the io-graphics via telnet command ¿slay -s sigabrt io-graphics,¿ the console was shut down and rebooted automatically, as happened at the customer site. Data logs were reviewed finding the console received the log ¿systemidle:process io-graphics 339995 died abnormally.¿ after that, the console was shut down unexpectedly in 18 seconds and rebooted automatically in 22 seconds. During bootup following, the log indicated ¿io-graphics.core¿ file has been deleted - ¿impellalib: found core dump file /userflash/io-graphics.core with size : 23281664 and last modified on: 2024-02-08, 10:14:18 pm.¿ following that, the console recorded an error in establishing communication with ¿impellaconnect_bridge,¿ as the software is designed to turn off the ¿impellaconnect_bridge¿ communication after an unexpected console shutdown. Then, the console received the unexpected controller shutdown ¿ alarm event set #603, which confirmed the reported failure mode. The root cause of intermittent unexpected controller shutdown was most likely the 3rd party hardware/software that runs io-graphics. In accordance with updated procedures, section d2 has been revised from the initial submission.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported that an unexpected automated impella controller (aic) shutdown alarm came on during patient support. The aic was exchanged. The was no patient harm reported.